Event description:
It was reported that the ilet system exhibited insulin leaking at the connector after a routine supply change, with insulin odor noted and subsequent hyperglycemia up to 340 mg/dl while the pump otherwise continued operation. Customer care provided recommendation to perform a full supply change. Investigation of this case revealed a leakage problem consistent with a seal issue at the connector/coupler component. Symptoms included headache associated with hyperglycemia. Outcomes included no reported long-term health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.